Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6b, g.2 , h.6.

Event description:
The device has been explanted and replaced.

Event description:
Health care professional reported a right side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold, wear abrasion and deformation. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Health care professional reported a right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.